Event description:
Same case as MFR #: 2134265-2012-01118, 2134265-2012-01120, 2134265-2012-01121. It was reported that following a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2011, the patient had a 3.0x24mm and a 3.0x12mm ion stent placed in the left main (lm)/proximal left anterior descending (lad) artery. After opened the proximal lad, the distal end of vessel shut down. A balloon pump was placed to stabilize the patient for surgery; however, the surgeon refused to perform surgery. In (B)(6) 2011, the patient returned for intervention to open the distal lad. A 2.5x32mm ion stent was deployed in the distal lad without issue. Then the physician attempted to place a 2.25x32mm ion stent more distally in the lad, but could not get it as far as he wanted. During removal, resistance was felt and the stent started to snag on one of the stents in the proximal lad and became "folded back on itself" in the area between the proximal and distal stents. A guide catheter was used to push on the stent and stent deliver balloon and "unclogged it." The 2.25x32mm ion stent was deployed in the gap at 15-18 atms. The patient was stable; however, the distal lad was still blocked. Patient remained in the hospital. Two days post the re-intervention procedure, the patient began experiencing chest pain. All the stents had thrombosed. The thrombosis was treated using an unknown balloon and extraction catheter. No additional stents were placed. The patient was discharged after the procedure. "Some time" after discharge, the patient committed suicide.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).